Event description:
Initial (04-jul-2021): this serious case reported via email refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. On an unreported date, a consumer used compound w freeze off advanced spray to treat warts on her feet and developed an infection that "..ate my foot up to the bone.." The consumer reported using the product once. The consumer reported that she had to have her "foot scrapped [sic]" at the hospital and was seen at the hospital on three separate occasions to receive vancomycin shots to treat the infection. The case outcome is unknown. Meddra version (B)(4). Expectedness: skin erosion: unexpected; infection: unexpected. According to the company reference safety information.